Event description:
It was reported that a right ventricular leadless pacemaker system had positioning difficulties attributed to patient anatomy. The lp was fixated but pacing impedance did not increase. Physician chose to reposition the lp. The lp's helix became stretched after the catheter's protective sleeve was advanced and catheter recoiled. The lp's distal tip could no longer move and was possibly caught on something, so the entire system was swapped out to complete the procedure. Patient had no consequences.